Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/3/2021. H.6. Investigation: a complaint of the male luer separating during priming was received from the customer. A photo and sample were provided for investigation. In the photo, the set is seen missing a male luer. When inspecting the sample, it was observed that solvent could be seen at the end of the tubing. The male luer was not returned. A device history record review for model 2426-0500 lot number 21063341 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The possible root causes for this defect include, lack of fixtures to ensure holding time, not giving enough holding time during assembly, the solvent dispenser not working properly and the bonding procedure not being performed correctly. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #21063341 regarding item #2426-0500. H3 other text : see h.10.

Event description:
It was reported that the tubing of the bd alaris¿ pump module smartsite¿ infusion set disconnected from the male luer while priming it. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the second tubing ref (B)(4), lot # (10)21063341 was primed by a nurse in our women and children¿s (w&c) program with IV solution, but upon priming-noted to be disconnected from the male luer at the bottom of the tubing below the y-site."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing of the bd alaris¿ pump module smartsite¿ infusion set disconnected from the male luer while priming it. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the second tubing ref 2426-0500, lot # (10)21063341 was primed by a nurse in our women and children¿s (w&c) program with IV solution, but upon priming-noted to be disconnected from the male luer at the bottom of the tubing below the y-site."